Manufacturer narrative:
Tandem's user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shut off as expected due to low battery power. The customer's blood glucose level was over 600 mg/dl with moderate ketones. The customer charged the pump and delivered a bolus.